Manufacturer narrative:
(B)(4). Concomitant medical associated products: associated item number# 184786 , item name: series a pat thn 34 3 peg lot # 591300; associated item number# 183026, item name: vanguard cr ilok fem-lt 62.5 lot # j3851489 ; associated item number# 189084, item name: vngd ant stblzd brg 14x75 lot # 347120. This device is not manufactured by zimmer biomet in the united states; however, we are filing this report as zimmer biomet manufactures a similar device in the united states. Requested but not returned by hospital.

Event description:
It was reported that the patient underwent initial left knee arthroplasty on (B)(6) 2017. Subsequently, the patient was revised due to pin disassociation from bearing and tibia. Patient had a significant fall approx 6 weeks before the revision surgery. Patient did not see a doctor. Knee became progressively worse until patient visited surgeon. X-ray reveals a locking pin that has dissociated. Also a lateral patella fragment, and a subluxing patella. Locking pin and tibia were removed (B)(6) 2018. It was noted during procedure that there was a patella fragment that was removed. Also the patella was subluxing; therefore, a lateral release was performed. The patella cement was found to have cracked off the bone. Therefore, the patella prosthesis and cement were removed with an oscillating saw, leaving the patella pegs in situ.